Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated a complete set change of the reservoir and infusion set had resolved the issue. Advised customer to monitor device and contact if issue reoccurs. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).